Manufacturer narrative:
In the case description, the user mentioned receiving three uncommanded boluses of 7 u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of four 7 u boluses on the date of occurrence. The audit log files showed that the confirm button was pressed for each bolus with no carbs or blood glucose values entered into the bolus calculator. Review of the engineering log files found that the bolus button was pressed prior to delivery of each bolus to open the bolus calculator. The total bolus text was then changed by one digit from 0 to 7 for each bolus though no carbs or blood glucose values were entered. The confirm button was then pressed to bring the controller to the confirm bolus screen and the start button was pressed to begin delivery of each bolus. The bolus records confirmed that each bolus was manually adjusted from 0 u to 7 u prior to delivery. The logs also showed that the controller screen was turned on and the controller unlocked shortly before each bolus was delivered. Evidence of interaction with the controller to program, confirm, and deliver each bolus was found. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone: lockdown. Cloud - omnipod 5 software app version: 3.1.1. Cloud - smartphone operating system: n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware: n5004l. Cloud - cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported the omnipod system delivered 3 unprogrammed boluses while the patient was at school resulting in the patient's blood glucose levels declining to 50 mg/dl and 39 mg/dl respectively. The patient visited the school nurse, and hypoglycemia was treated with juice and a snack. The pod was removed, and the patient was put on an alternate form of insulin delivery. The last reported interaction with the device was the night before. No medical attention was required for the reported event. If additional information is received, a supplemental report will be submitted.